Event description:
It was reported that a revision surgery was performed on the patient's left hip for unspecified reasons. No additional procedures or injuries reported.

Manufacturer narrative:
He associated complaint devices were not returned. A clinical evaluation was conducted and although the intraoperative findings of the fluid, black staining, and corrosion are consistent with an adverse reaction to metal debris; without imaging and the analysis of the explanted components, the source cannot be concluded though trunnionosis is likely source. The patient impact beyond the reported symptoms, left hip revision, and an expected post-operative convalescence period cannot be determined. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.